Event description:
It was reported that a malfunction alarm occurred. The malfunction code was cleared, and insulin delivery was successfully resumed. Customer declined further troubleshooting.

Manufacturer narrative:
Device not returned.